Event description:
The customer reported a leak coming from the probe wipe on the lh500 instrument. The instrument was leaking when placed in manual mode. The volume of the leak was about 30 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the rinse mechanism was malfunctioning. The fse replaced and aligned the probe wipe assembly and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).